Manufacturer narrative:
This report is submitted on january 26, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on 20 electrodes. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was hospitalized for an unspecific medical reason (specific date and duration not reported). The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 02, 2022.

Manufacturer narrative:
It was reported that the device was explanted (specific date is not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 22, 2022.